Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that the suture placement with the two proglide devices was attempted in the calcified right common femoral artery. A cuff tab detachment occurred during the procedure with the second proglide device. The location of the cuff tab detachment fn the proglide device was confirmed not to be in the patient anatomy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported resistance was not confirmed during device analysis as the returned plunger was re-inserted in and retract from the handle with no resistance noted. The reported difficulty removing the suture, cuff tab detachment and suture detachment were confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use (IFU) states do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the resistance appears to related to an interaction with the patient calcification during plunger retraction which the resistance was already encountered. As such would not have contributed to the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The other additional proglide device referenced in b5 is being filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices was attempted in a calcified unspecified vessel via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly with both proglide devices, the plunger was retracted and came out heavily. Resistance was felt while pulling the suture and the suture broke and was not usable for closing. An additional proglide device suture was successfully placed prior to and post the second suture break using the preclose technique. The sheath was upsized to a greater than 8.5fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure.